Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on (B)(6) 2017. During the procedure, the device was loaded with a bullet and was inserted into the patient by the surgeon. Upon withdrawing the device, it was noted by the surgeon that the bullet tip was no longer attached to its suture thread. There were no serious harm reported as a result of the event.